Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was at rest. In-clinic follow-up was performed, and all provocative maneuvers did not reproduce any noise on all vectors. Shock impedance was within range at 75 ohms. The health care professional (hcp) suspects sense b noise and the sensing vector was changed from primary to secondary. The patient continues to be monitored, and technical services (ts) was consulted. Ts noted the inappropriate shock episode shows an unstable baseline and non-physiological artifacts over-sensed by the device. The shock impedance was 70 ohms. The vector programmed was primary vector gain x1, which has been programmed since 2023. After the shock delivery, the baseline returned to normal. Ts also observed the saturated signals suddenly increased during the period from (B)(6) 2025 to (B)(6) 2026 followed by 94 transitions from normal sinus rhythm (nst) to tachycardia. Based on these observations, exhaustive and robust troubleshooting was recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was at rest. In-clinic follow-up was performed, and all provocative maneuvers did not reproduce any noise on all vectors. Shock impedance was within range at 75 ohms. The health care professional (hcp) suspects sense b noise and the sensing vector was changed from primary to secondary. The patient continues to be monitored, and technical services (ts) was consulted. Ts noted the inappropriate shock episode shows an unstable baseline and non-physiological artifacts over-sensed by the device. The shock impedance was 70 ohms. The vector programmed was primary vector gain x1, which has been programmed since 2023. After the shock delivery, the baseline returned to normal. Ts also observed the saturated signals suddenly increased during the period from 15-december-2025 to 5-february-2026 followed by 94 transitions from normal sinus rhythm (nst) to tachycardia. Based on these observations, exhaustive and robust troubleshooting was recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.